Manufacturer narrative:
"Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that mean airway pressure will not stabilize on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced circuit with known good circuit from trunk. Adjusted pr3. Unit is passing patient circuit calibration and performance check with mean airway pressure stable. After using the adjust knob the mean airway pressure will change back and forth from .1 cmh20 until stabilizing. Removed covers. Ran pneumatic functions checkout/adjustments. All passed. Mean airway pressure remained stable after tapping or holding paw panel meter. Reviewed with customer. Customer wants to replace the paw panel meter although the unit is passing checks. Technician replaced mean airway pressure panel meter. Ran patient circuit check and performance check. Mean airway pressure stable. Not fluctuating. Demonstrated & reviewed with customer. All tests passed required criteria. Unit meets factory specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available